Event description:
During removal of the port at the conclusion of therapy, the surgeon noticed that the catheter had almost completely slipped off the port stem. No pt injury was reported to have occurred.